Event description:
Iol implanted in pt's right eye in 1999 with no complications noted at 5 week post-op visit. Yag procedure performed od (date unknown). Traction retinal detachment repair, removal of vitreous hemorrage, scleral buckles, endophotocoagulation, air fluid exchange performed in 2002. Opacification diagnosed in 2003 visit. Surgeon states opacification may be related to vitreous hemorrhage. Visual acuity reported as cf 2ft and iop 16mm. Lens explanted & exchanged. Prognosis excellent and corneal status good immediately post-op. No further info available at this time.